Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed actual longevity is less than 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. We did receive performance data collected from the device and have analyzed the data. Analysis revealed battery depletion indicated/eri (elective replacement indicator) and time of eri in save to disk on (B)(6) 2012, device eri less than equal to 2.6251 volt. Weekly battery voltage trend data shows min bat equal to 2.628 to 2.608 volts between (B)(6) 2012. Patient alerts for low battery voltage on (B)(6) 2012.

Event description:
It was reported there was a patient alert for the device reaching recommended replacement time after being implanted less than three years. The device was explanted and replaced. No patient complications have been reported as a result of this event.